Event description:
It was reported "we received notification of a single lumen 3 french PICC breakage at the hub connector. The date of insertion was (B)(6) 2014.

Manufacturer narrative:
A lot history review (lhr) of rexl0596 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.